Event description:
The customer stated that he was unable to successfully power-up a laptop computer used to run the acuity central pt monitoring system software. The reporter stated that the last time they used the device it was connected to underpowered and/or dirty power. The customer was in the process of getting ready to connect the device to a pt when the product problem was discovered. No pt was actually connected to the device.

Manufacturer narrative:
The device has not yet arrived for eval.